Manufacturer narrative:
The reported field event of capture anomaly was not confirmed in the laboratory. The device was tested on the bench and no anomalies were found.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the clinic with painful muscle stimulation associated with pacing impulses from his implanted defibrillator. Testing both the lv and rv lead revealed stimulation were present. The rv lead exhibited a substantial rise in thresholds and no capture. It was also noted the repeated nature of the stimulation was evident on the patient¿s chest wall. The decision was made to extract the entire system. This was performed without issue and the patient remained stable throughout the procedure. There are currently no plans to implant a new system.